Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was missing a clamp. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that while doing nightly line change, noted that quad fuse was missing a clamp on one of the ports.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported a clamp was missing, and returned one sample of material 10015817, lot 24079463. The sample confirmed the issue of missing clamp, on one of the 4 quadfuse microbore tubing, and the complaint is verified. The missing clamp was not returned. The manufacturing site found the root cause for the slide clamp omission to be related to incorrect assembly process by the assembler. A quality alert was issued (B)(6)2024 to communicate and reinforce the correct solvent assembly procedure to personnel, including the use of fixture 0507 to assure the presence of the slide clamp. Device history record review for model 10015817 lot number 24079463 was performed. The search showed that a total of (B)(4) in 1 lot number was built on (B)(6)2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.